Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is not possible to establish the root cause. However, it is presumed that the image could not be transmitted normally due to the failure of charged coupled device inside, causing flickering, noises, and disturbances in the image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection it was found that there was image distortion (image was not visible). As a result of the external appearance check, there were no abnormalities. Additional findings were as follows: confirmed that poor water tightness occurred near the connector, there were scratches, adhesion peeling, and there was residue of the drug in the vicinity of the connector. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the image flickered, and noise occurred (the subject was recognizable) on the hd camera head. The issue was found during preparation for use and the procedure was complete using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: image distortion. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.